Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) concerning a discordant, falsely depressed sodium (na) result on a dimension exl 200 system. Siemens headquarters support center (hsc) concluded their evaluation of the event. Hsc evaluated the information provided and the instrument data. A siemens customer service engineer (cse) dispatched to the site performed routine maintenance troubleshooting measures. The maintenance performed by the cse was part of normal troubleshooting. No other issues have been reported by the customer since the service visit. The instrument is operational. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 system. The discordant result was not reported to the physician. The same sample was reprocessed on the same system and a higher result, considered correct was reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium result.